Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Programming changes were discussed and no intervention was performed. The patient would continue to be monitored.